Event description:
This pt with two stents was brought into the hosp with ventricular fibrillation. When an angiogram was completed, it appeared that one of the stents was totally separated in the artery. The pt received two overlapping stents in the mid rca. The 95% de novo lesion was calcified. The lesion was pre-dilated with a 2.0x15mm maverick and a 3.0x20mm maverick. First deployed was the cx33350/x1204004 followed by a cxs28350/x1204003. Post-dilatation was performed with a 4.0x20mm quantum maverick balloon because the stents were not fully opposed. Intra-procedure medications included athropine 8mm, heparin 5000 units and reopro 12.5m/l bolus and 205 ml. Ns. Plavix 600mg was given at the end of the procedure. This product is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.